Manufacturer narrative:
The device was returned with an intermittent button response due to moisture damage on the keypad. A minor scratched lcd window, a cracked case near display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a keypad anomaly during bolus. The customer's blood glucose level was 125 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.